Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The recipient reportedly developed a seroma and a biofilm formation at the implant site. The recipient underwent drainage of the seroma three times. The recipient was reportedly hospitalized for fifteen days. On july 26, 2016 the recipient was prescribed ceftriaxone and quinolones for two months. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.